Manufacturer narrative:
Additional information: the balloon experienced difficulty during retraction and was not able to be fully deflated eventually. Negative pressure aspiration was attempted to deflate the balloon.the device was ultimately withdrawn carefully under traction as a whole system. The device was safely removed from the patient and no vessel damage has been identified at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the returned device was flushed, (photo 3) and an 0.018¿ guidewire was loaded an indeflator with pressure gauge was used to inflate the balloon and a leak was found on the centre of the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using the chocolate 018 balloon for treatment of a 90% stenosis with a moderately calcified plaque lesion in the mid superficial femoral artery and mid popliteal artery, the balloon was removed from the packaging and flushed, positioned at the lesion site, and inflated using an inflation device. Balloon inflation issues were reported, along with balloon deflation difficulties where the device would not deflate at the lesion site, and difficulty retrieving/withdrawing the balloon. The balloon experienced difficulty during retraction and was not able to be fully deflated eventually. Negative pressure aspiration was attempted to deflate the balloon. The device was ultimately withdrawn carefully under traction as a whole system the balloon was replaced with a new balloon to continue and complete the procedure. No patient symptoms, complications, or injury were reported. No no vessel damage and no patient complications have been reported as a result of this event.